Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of angina and stenosis are listed in the xience sierra, everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2019, a 3.25x18mm xience sierra stent was implanted in the proximal left circumflex (lcx) coronary artery lesion and a 3.0x18mm xience sierra stent was implanted in the 1st obtuse marginal lesion. Stent placement angiographic appearance was deemed acceptable with 0% diameter stenosis and no complication. On (B)(6) 2020, the patient was hospitalized for chest pressure/pain, experiencing since (B)(6) 2020. Imaging was performed and in-stent restenosis was observed within the lcx 3.25x18mm xience sierra stent. There was no device malfunction. Another percutaneous intervention was performed as treatment and the event resolved. No additional information was provided regarding this issue.